Event description:
The customer reported the generation of low patient results for multiple analytes on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure as malfunctioning level detector, and therefore the instrument was not aspirating samples. The fse replaced cable assembly to resolve the issue. Section a2, a4 and a5: information not provided by the customer. Section e1: initial reporter name and contact (telephone number / email) information is not provided. The beckman coulter internal identifier is (B)(4).